Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited noise on the rate/sense channel which resulted in inappropriate shocks. Shock impedance measurements greater than 125 ohms were later observed. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced with a pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended considering a lead replace procedure. The available information suggests this device remains in service. Should additional information become available this event will be updated. This device has not been returned for analysis. Should additional information become available this report will be updated.